Event description:
It was reported that the user¿s freestyle libre 3 plus sensor pairing failed when the app disconnected, after which the agent reconnected the app and instructed a rescan that initiated the one-hour warm-up period. Symptoms included no alerts or alarms. Outcomes included successful restoration of app connection and sensor pairing with no clinical impact reported. Investigation included troubleshooting and user education. Investigation of this case revealed a resolved pairing failure attributable to an app connection issue, with normal sensor warm-up following reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or connectivity factors leading to temporary communication loss, resolved through standard troubleshooting.